Manufacturer narrative:
Detailed investigation of the reported issue revealed a leak in the water-cooling hose near the joint to the x-ray tube. The water hose connects the x-ray tube to the cooling unit. This resulted in the x-ray tube overheating and losing x-ray imaging functionality. A warning message "no x-ray, tube too hot" was displayed to the user. The root cause of the water-cooling hose leakage could not be determined. No health consequence was reported related to this event. To resolve the problem, the hose was repaired as part of the service activity. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii ceiling system. During an emergency procedure, the user reported that x-ray could not be released. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.